Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
It was reported that a patient participated in a (B)(4) of 1 or 2 consecutive level fusions between l2 and s1 using either autograft alone or dbx demineralized bone matrix putty with autograft. All patients received posterior fixation with either universal spinal system or click'x systems. Patient was implanted with uss for supplemental fixation. Patient had been experiencing pain for 24 months. Surgery date was (B)(6) 2004 and postoperatively patient experienced dural tear, requiring repair during the original surgery. This is 5 of 14 reports for the same event. This report is on the left screw.